Event description:
It was reported that a cartridge did not fit onto the pump. The customer reverted to alternate therapy for diabetes management. Customer¿s blood glucose (bg) level was 600 mg/dl. A manual correction injection was given to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.